Event description:
It was reported to philips that the device failed to charge when required, displaying an equipment malfunction error message and red x. It was further clarified by philips technical support as opcheck failed for the ECG cable, and the device displayed an ECG equipment malfunction error message along with ECG bias error messages in the status log. There was no patient involvement.